Event description:
The hospital in (B)(6) reported that a water leak occurred between the feedset line and the spike of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection of the complaint chamber revealed that there was a break in the feedset tubing at the connection to the spike. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot 130214. Conclusion: the damage appeared to be caused by the tube being pulled away from the dome and from the spike, possibly due to the feedset being caught or under tension. This is evidenced by the rough break. It is also known that this can happen if the customer is pulling the tube and not the spike when changing the waterbag. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. User instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).